Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 10 months. The explanted pump was received for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was admitted with a left ventricular assist device (lvad). It was reported that the patient presented to the emergency department with complaints of dark colored urine associated with abdominal pain radiating to the right testicle. The site also reported a suspected device thrombosis event with a plasma free hemoglobin of 85.1 g/dl. The patient was in cardiogenic shock. On (B)(6) 2018, the patient underwent a pump exchange and the presence of thrombus was observed in the rotor. No additional information was provided.